Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that product analysis was unable to identify a device malfunction that would contribute to the reported infection. The reported patient symptom is a known risk associated with ambicor penile prosthesis and is noted as such in the device instructions for use. Device history record (DHR): a DHR and ship history review cannot be performed as the lot number was not available. Device technical analysis: the ambicor cylinders, pump and tubing were visually inspected and examined using a microscope; no visual damages were found upon inspection. The device appears to be in good condition. Product analysis was unable to confirm the reported event. Labeling review: the device instructions for use (IFU) was reviewed. The patient symptom of infection was found to be listed in the IFU. Investigation conclusion: based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient contracted an infection in the implant region of his ambicor penile prosthesis (app) pump. The physician treated the infection with cefuroxime (zinnat) for 10 days. A surgery was performed and the app was replaced with a malleable prosthesis.

Manufacturer narrative:
Device still implanted.

Event description:
It was reported that the patient contracted an infection in the implant region with his ambicor penile prosthesis (app). It was noted that the patient condition is stable. Additional information was received that the onset of the infection was around (B)(6) 2019. The infection was located in the scrotum with the pump. The physician treated the infection with cefuroxime (zinnat) for 10 days. The physician scheduled a future surgery and intends to place a semi-rigid spectra penile prosthesis.